Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. The device was replaced successfully. There were no additional adverse patient effects reported. This device will not be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. The device was replaced successfully. There were no additional adverse patient effects reported. Additional information was later received noting that the device was at elective replacement indicator (eri) and had accelerated battery depletion. This s-ICD was returned to boston scientific for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Manufacturer narrative:
This report contains updates from additional information received. This includes fields b5: describe event or problem, h6: device codes, along with any other relevant fields have been updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to an unknown product performance issue. The device was replaced successfully. There were no additional adverse patient effects reported. This device will not be returned for analysis. Additional information was later received noting that the device was at elective replacement indicator (eri) and had accelerated battery depletion.